Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2. The tsr instructed the home patient (hp) to start over with new supplies. The tsr assisted the hp to end therapy. The hp did find one of the lines disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and he was aware of her having had that alarm. He had already discussed the alarm with the patient. The patient did not screw on tight enough one of the lines to her supply bag and it disconnected when they were in therapy. He gave the patient an antibiotic just to be on the safe side. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(4) 2012 and she did not resume therapy that day. She just ended the therapy since she was near the end of therapy already and the next day she completed therapy with new supplies. She said it was her fault, and not the supplies, she did not connect one of her lines to the supply bag tight enough and it became disconnected. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.